Event description:
The contact at the hospital reported that during coil embolization of an aneurysm at the internal iliac artery the presidio¿s embolic coil (pc4180933-30 / c14986) became unraveled during insertion. The tortuosity / calcification levels of the vessels were not available. The information of the concomitant devices used was also not available. After unraveling during the insertion it was safely removed together with the excelsior sl-10 microcatheter (details unknown), and the procedure was successfully completed without further issues or delay. There were no patient injury/complications. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No visible defect/damage was noted on the product prior to the event. There was no unintended detachment of the coil observed in the microcatheter. The complained product is not available for analysis. No further information is available.

Manufacturer narrative:
The presidio (pc4180933-30, lot c14986) will not be returned, therefore, the root cause of the coil unraveling during insertion cannot be determined. DHR: a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the information, the event could not be confirmed. The product was not returned for analysis; however, a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.